Manufacturer narrative:
(B)(4). Final analysis found that the steroid plug was displaced. The cause of the displacement could not be determined. (B)(4).

Event description:
It was reported that the atrial lead dislodged, during revision the stylet could not be inserted to the end. The lead was explanted and replaced. The patient's condition was good post procedure.